Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010 the lay user/reporter, the patient¿s mother, contacted lifescan (lfs) to report the one touch ultrasmart meter was giving inaccurate readings. The sr medical surveillance specialist (smss) contacted the reporter to obtain and verify information; however was unable to reach her by telephone. On (B) (6) 2010 the smss mailed a letter requesting the reporter contact medical surveillance. On (B) (6) 2010 and on (B) (6) 2010 the patient obtained a blood glucose reading that was inaccurate compared to another meter, being ¿40 mg/dl to 50 mg/dl different¿. The patient also reported she obtained imprecise readings, however no specific data was provided. At this time, the patient experienced no symptoms of high or low blood glucose levels. On an unspecified date, the patient went to the emergency room, where she was treated intravenously with insulin. The patient was admitted to the hospital. The patient takes novolog insulin on a sliding scale with meals, and lantus insulin 20 units at night. It would have been helpful to determine the specific readings obtained, the patient¿s expected blood glucose readings, why the patient was taken to the emergency room, the patient¿s blood glucose level as tested in the ER, and her admitting diagnosis. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly received emergency medical attention and treatment with insulin after obtaining allegedly inaccurate readings on the reported meter. Therefore this complaint is being reported.